Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6(investigation conclusion), h11. A getinge field service engineer (fse) checked the screen and touchscreen calibration respond appropriately across all areas. The fse cleaned screen with damp paper towel. No faults were identified. The unit passed all functional and safety tests in accordance with the manufacturer's specifications.

Manufacturer narrative:
Due to character limit in the e1 section, the full event site name is :(B)(6). Due to character limit in the e1 section, the full event site telephone is: (B)(6). A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported by customer that prior to use, the cardiosave intra aortic balloon pump`s touchscreen did not work. The touchscreen did not work particularly at pressure button, but the touch worked in other parts of the screen. There were no accurate readings. There was no treatment involved and no injury.

Manufacturer narrative:
Other contact person: (B)(6). Other contact phone number:(B)(6). Corrected field: h6(medical device ¿ problem code). Updated field: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11.